Event description:
Hospital reported problem with glucose results obtained on an osmetech opti-cca analyzer. A glucose urine dip indicated a high glucose while the opti returned a value of 48.1 mg/dl (venous sample at 1:51 p.m) the sample was also run on a vitro 250 analyzer and returned a result of 953 mg/dl. The opti clams a reporting range of 30 to 400mg/dl. The analyzer was returned to the manufacturer for investigation with the database intact. Manufacturer's investigation determined the problem was caused by an algorithm error in the software where actual glucose values above 500 mg/dl cab bew erribeiysly report as "low" (below 30 mg/dl) or as a numerical value between 30 and 53 mg/dl. Or as a numerical value between 30 and 53 mg/dl. Instead of reporting "no result".